Event description:
It was reported that this pacemaker was an attempted implant because it could not be connected with the existing lead. It was noted that there was a defect with the header that was present upon opening the package. Another pacemaker was used to complete the procedure. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned for investigation.